Event description:
Additional information received indicates the trial was not successful.

Manufacturer narrative:
Correction e1 - initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date.